Event description:
It was reported that during a follow up, this right ventricular (rv) lead was exhibiting low out of range impedance measurements since approximately one year ago. Boston scientific technical services (ts) was consulted and a lead insulation damage is suspected and recommended to bring in the patient for further testing. Ts also mentioned that if this patient was in need of shock therapy, due to the high impedance measurements, a shorted condition could occur. The health care professional (hcp) stated it is expected to bring the patient in office for further testing. No adverse patient effects were reported. At this time, this lead remains in service.

Event description:
It was reported that during a follow up, this right ventricular (rv) lead was exhibiting low out of range impedance measurements since approximately one year ago. Boston scientific technical services (ts) was consulted and a lead insulation damage is suspected and recommended to bring in the patient for further testing. Ts also mentioned that if this patient was in need of shock therapy, due to the high impedance measurements, a shorted condition could occur. The health care professional (hcp) stated it is expected to bring the patient in office for further testing. Further information provided confirmed this patient was evaluated in office and further testing was performed and low out of range impedance measurements were obtained again. Boston scientific technical services (ts) was consulted regarding a defibrillation threshold (dft) test and the hcp stated this will be discussed with the following physician. Further information confirmed a new lead was implanted due to the reported observations of suspected damage and low out of range impedance measurements. Ts offered reprogramming options. No additional adverse patient effects were reported. At this time, this lead remains in service.